Event description:
St. Jude medical (sjm) received a maude report (report key (B)(4)) submitted to the FDA on (B)(6) 2012 indicating: non- invasive programmed stimulation of ICD, revealed undersensing of vf after induction. Fluoro of lead revealed externalization of conductors. The externalization was confirmed at lead extraction. The externalization was adjacent to the distal coil of the lead. The lead has not been returned nor has the event been reported to the manufacturer.

Manufacturer narrative:
All information provided by manufacturer and maude report number (B)(4). Sjm has investigated this report and has identified one durata that matches the model number, implant date, and event date identified in the maude report. The hospital where this durata was explanted has provided sjm with fluoro images showing there was a capped defib lead crossing against the implanted durata in the region mention- ed in the maude report. Sjm personnel was allowed to examine the lead at the hospital under supervision. Physical examination indicates the damage to the durata lead is consistent with external abrasion from contact with a calcified, or hardened, heart valve or possibly from lead-to-lead contact.